Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system was rebooted, and performed disk rebuild. The log files were downloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not boot up. No patient injury was reported.